Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and moisture damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump was exposed to moisture and the screen is now blank and is unable to do an infusion set change. The customer reports there is fluid under the lcd display. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.